Manufacturer narrative:
The report of a pump module programmed incorrectly resulting in an insulin over infusion was confirmed. Analysis of the pcu event log confirmed that the user programmed insulin regular drip 1unit in 1ml (drug ID 364) incorrectly by entering 7.6unit/kg/hr for the dose (making the rate 578ml/hr) instead of entering ¿7.6¿ for the rate, which would have made the dose 0.1unit/kg/hr. The user received a guardrails warning that the dose exceeded the soft limit but chose to proceed with the parameters. The report of a pump module programmed incorrectly resulting in an insulin over infusion was due to user programming. No device was returned for investigation. No devices received, log review only.

Event description:
It was reported that an insulin drip was ordered to infuse at 0.1units/kg/hr and the patient's weight was (B)(6). A bag of insulin 100ml was hung with a concentration of 1unit/ml. It was then noted that the user programmed the infusion incorrectly at 7.6units/kg/hr instead of the intended rate of 7.6ml/hr (7.6units/hr). The infusion was started on (B)(6) 2019 at 1502 and stopped at 1522 when the device alarmed "infusion complete". It was mentioned that guardrails was used, and the user progressed through the device warnings. The event resulted in the infusion of 100ml bag in approximately 10 minutes. Patient was admitted to intensive care unit (ICU), as originally intended. It was also reported that patient received further monitoring after the event, as well as additional blood glucose checks. IV fluid was changed to dextrose 5% in 0.45% sodium chloride. Patient did not have any hypoglycemic episodes.